Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 7 had been unable to open fully. A field service engineer (fse) had found that the drawer wouldn¿t fully extend. Fse had removed the back panel on the cabinet, inspected for obstructions, powered the station down, and removed the drawer. After further inspecting the drawer slides, fse had found dragging marks but still couldn¿t get it to fully extend. Fse then removed the drawer and replaced drawer slides issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was unable to open fully, preventing proper medication restocking and dispensing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.